Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device that was implanted in 2012 was not working so the patient had a surgical revision in (B)(6) 2013. It was further reported that at the time of the report the device was functioning.